Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket site was moved. The patient was doing well post-operatively.